Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the screw's thread was slightly damaged (stripped and dented). Additionally, the screw's critical dimensions were within specification. The contribution of the device to the reported event could not be determined. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that after a distal extremities hallux varus toe procedure on (B)(6) 2017, the implant pulled out post-op. The revision surgery was on (B)(6) 2017 to remove the implant and implanted another ar-1530p-cp from the same lot. Currently the patient is fine to date. Follow-up investigation: surgeon confirmed to sales rep that there was no reported patient injury or trauma post op and patient was very compliant. Per surgeon post op follow up visit at surgeon office showed sign of implant failure (anchor pulled out). The ar-1530p-cp was collected and is being returned for evaluation. Patient was a female.